Event description:
User reported issues with turning on new replacement pump. There was no adverse impact to the customer's blood glucose level. User was advised to try a different cable and the issue was resolved.